Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll s/c 50 packaging would tear while opening. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no.: 303310, batch no.: 9339643. It was reported the packaging was unable to be opened sterilely. The package would rip at glued edges.

Event description:
It was reported that syringe 20ml ll s/c 50 packaging would tear while opening. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no.: 303310 batch no.: 9339643. It was reported the packaging was unable to be opened sterilely. The package would rip at glued edges.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, however corrective and preventive action, CAPA#1506100, has been implemented. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.